Event description:
Allergan aesthetics received a report of a patient treated on (B)(6) 2021 with coolsculpting may have developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics further received a report of an additional coolsculpting treatment date to the lower abdomen on (B)(6) 2021 with the cooladvantage+, coolcore applicator.

Manufacturer narrative:
Corrected data: b5 b7. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 4/25/2024. Correction to g.3. Aware date of supplemental medwatch # 2. Aware date should have been listed as 5/3/2024.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated on (B)(6) 2021 with coolsculpting may have developed paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated low abdomen on (B)(6) 2021 with coolsculpting cooladvantage+ coolcore developed paradoxical hyperplasia (ph).